Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2938836-2018-02587, 2017865-2018-04209, and 2017865-2018-04210. It was reported that the patient presented in clinic with infection, inflammation, and a thrombosis on the patient's left arm near the axillary area. An explant procedure was performed. During the explant procedure, vegetation was noted on the leads. The system was explanted and replaced and the patient was treated with antibiotics to resolve the event. The patient was stable following the procedure.